Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were 2 errors found. The manufacturer's service center concludes that they confirm the customer's allegation of power management board, internal battery and detachable battery cycle count and also observed visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.